Event description:
During end of hysteroscopy with endometrial ablation by hydrotherm ablation method, some of the heated saline leaked from around the cervical os seal when the pt moved. The fluid was absorbed with sponges. A 3 x 1.5cm superficial mucosal disruption was seen around/inside the hymenal right lateral vaginal wall. The next day the pt noted some blistering down a fluid path line on the buttocks. Rep stated later some md's used insulated speculums & towel wraps.